Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 410 mg/dl. Customer reported that the auto mode was not active during reported event. The customer reported that they did received sensor updating alert. The customer did not receive calibration not accepted alert and change sensor alert. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.